Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder replaced due to a hole in the right cylinder rupture. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis cylinder at our quality assurance laboratory, the returned component underwent a thorough analysis. The cylinder had wear and a leak at a fold at the proximal end of the cylinder. It can be concluded that a hole and mechanical issue was the most probable cause of the event. Based on the information available and analysis results, analysis was able to confirm the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis right cylinder replaced due to a hole in the right cylinder rupture. No patient complications were reported.